Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device helped for the first year and a half and then they had no further benefit from the device. They opted to have it removed and replaced with a competitors device.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0x6ql implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead h3: analysis of the returned implantable neurostimulator (isn, s/n: (B)(6) observed no output or telemetry on the implantable n eurostimulator (ins) and determined normal battery depletion. Continuation of d10: product ID 3889-28 lot# va0x6ql implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead h3: analysis of the returned lead (l/n: va0x6ql) revealed that conductor 2 was broken 4.8cm from the distal end of the lead and the lead was received connected to the device and segmented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they had a revision, but no further information was provided. On 2025-jul-30 additional information was received from a healthcare professional (hcp). The hcp reported that the device helped for the first year and a half and then they had no further benefit from the device. They opted to have it removed and replaced with a competitors device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.